Event description:
It was reported that after this device was implanted that patient had three seconds of asystole, thus a revision took place. The right ventricular lead was replaced. No additional adverse patient effects were reported.